Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer's blood glucose level was 170 mg/dl. Customer loaded a new cartridge each time to address the issue. Reportedly, the customer continued using the pump for insulin therapy.